Manufacturer narrative:
The event of difficulty charging the ipg was confirmed. The returned ipg was analyzed and passed the visual inspection; however, it was unable to be recharged after three four-hour charge cycles. The device exhibited a high sleep current and the electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion after the revision procedure. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The labeling review performed did not reveal any anomalies as it states medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device; these procedures include lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, high-output ultrasound, x-ray and CT scans. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation implantable pulse generator (ipg) and the charger was unable to communicate with the ipg shortly after a previous revision procedure where plasma cautery was used (see MFR. Report 3006630150-2023-07201). The physician assessed that the ipg may have been damaged during the use of the plasma cautery. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation implantable pulse generator (ipg) and the charger was unable to communicate with the ipg shortly after a previous revision procedure where plasma cautery was used (see MFR. Report 3006630150-2023-07201). The physician assessed that the ipg may have been damaged during the use of the plasma cautery. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.